Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the reported anchor fracture observed during the open operation post-implant could not be determined from the videos provided. CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. No fractures during implant of any of the endoanchors were clearly seen; however, confirmation of a fracture was limited due to the relatively low resolution of the returned videos. The reported fractured anchor was not returned for a more detailed sem analysis. It is possible that the fracture was caused by excessive catheter torque. Possible anatomical causes of the anchor fracture include implanting into the areas of calcification, thrombus, and highly angulated anatomy. Engaging multiple fabric layers with a high density of stents may have also contributed to the anchor fracture. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted in a patient for the endovascular treatment of a type ia endoleak. The patient had a non-mdt stent graft implanted four years previously. A non-mdt (gore) cuff was also implanted three months prior to the endoanchor procedure for treatment of a contained rupture. It was reported that follow up CT showed a continued type ia endoleak but the patient was reported to be improving clinically. Endoanchors were implanted proximally and it was reported that follow up CT showed the endoleak has resolved. However, the patient has continued pain and growth from a type ii endoleak. Open surgical repair for the type ii endoleak was performed with exploration of the aneurysm sac, open ligation of the lumbar vessels, plication of the sac and relining with non-mdt stent graft limbs carried out. It was reported there was no type ia endoleak noted at this time. However, it was reported that pieces of a fractured endoanchor were found and removed from the guide and the applier that were used. It was reported that the fracture was not detected during the index procedure for the endoranchors and no additional procedural steps were required for the fractured endoanchor. The cause of the endoanchor fracture event was not determined. No additional clinical sequelae were reported and the patient will be monitored.